Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-nov-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that per the physician¿s office, the patient¿s ptm (personal therapy manager) stated that he had 1 ml left of drug but at refills, the physician withdrew 6 ml. A catheter dye study was attempted, but the physician was unable to aspirate the catheter. Per the office, the physician also did a motor study and wasnot able to visualize motor movement. The plan was to replace the pump once they got insurance authorization. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a consumer (con) stated that the pump was replaced in june. When the agent asked for the reason of replacing the pump, the rep stated that the catheter was twisted and there was "a great volume discrepancy" for "at least a year and a half" they had also noticed the gears of the pump had stopped moving so the pump was not working.

Manufacturer narrative:
H3: 8637-40 pump: destructive analysis identified wear on the motor o-ring for gear number three; 8780 catheter: analysis identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:concomitant product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the hcp was not able to withdraw anything from the catheter or see the catheter tip during an x-ray. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient didn't specify if they had any falls. The device system was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. At the time of the event, the pump was delivering bupivacaine (40.0 mg/ml at 0.080 mg/hr), fentanyl (4000.0 mcg/ml at 8.0 mcg/hr), and hydromorphone (8.6 mg/ml at 0.0172 mg/hr).